Manufacturer narrative:
The c111 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for glucose hk on a cobas c 111 analyzer. The initial result was "over" 200 mg/dl. The specific result could not be provided. The repeat result was 236.19 mg/dl. On (B)(6) 2026, the customer received a complaint that the patient¿s glucose result from a different laboratory was "normal." The specific result was not provided. The customer repeated the original sample, and the result was 79.68 mg/dl.

Manufacturer narrative:
The result of 79.68 mg/dl from (B)(6) 2026 is not valid. The sample was stored for 2 weeks, including 1 week at room temperature. Serum glucose is stable for 3 days at 2¿8°c. Calibration and qc were acceptable. No maintenance issues were identified. The investigation determined the event was consistent with a preanalytical handling issue (patient sample mismatch). This is supported by the lack of clinical correlation with the patient's other test results. The investigation did not identify a product problem.